Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient, who was noted to have a thin skin, developed a water blister due to her charger that would get hot. The patient underwent an ipg replacement procedure and did well postoperatively. No device malfunction suspected.